Manufacturer narrative:
Sc-2218-50 sn: (B)(4). The returned leads were analyzed and no anomalies were identified aside from the clean cut. The damage to the leads was a result of a typical explant procedure, and it is not considered a failure. A labeling review found that the reported event of ead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that during an ipg upgrade procedure, it was found that the lumens of the patients left lead were out and tangled all throughout the battery pocket. It was mentioned that the patient had no stimulation issues. The physician explanted all the pieces of the original spinal cord stimulator (scs) system and implanted a new one.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during an ipg upgrade procedure, it was found that the lumens of the patients left lead were out and tangled all throughout the battery pocket. It was mentioned that the patient had no stimulation issues. The physician explanted all the pieces of the original spinal cord stimulator (scs) system and implanted a new one.